Event description:
Pt was having an electrophysiology study done for the diagnosis of supraventricular tachycardia. During the course of the procedure, it was noted that the pt developed a wide qrs tachycardia suspected to be ventricular tachycardia. No stimulation was being performed at this time. Upon retrieval and exam of the tachycardia, it was discovered to have been caused by spurious pacing from the programmable cardiac stimulator. The pt was immediately disconnected from the stimulator. Upon exam of the stimulator, it was found to not be functioning properly. All of the channel output lights were on and the display was dimmed and garbled. Powering the system off and then on did not rectify the situation. The stimulator was taken out of service. In further exam of the recording from the study, it was found that the wide qrs tachycardia was caused by approx. Six seconds of pacing from the stimulator at an interval of approx. 8 milliseconds. Further exam of tracings from previous four to five minutes showed intermittent spurious pacing from the stimulator.